Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe integra 3ml w/ndl 25x1 rb experienced a safety mechanism failure after use. The following information was provided by the initial reporter: material no: 305270 batch no unknown. Verbatim: it was reported that the needle failed to retract after giving an injection.